Manufacturer narrative:
(B)(4). The returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, no image was displayed and the complaint was confirmed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed a camera wire appearing damaged at the camera housing/cap. In the handle, no damage was observed to the printed circuit board assembly (pcba). The allegation of a visualization issue was confirmed and likely due to camera wire damage. The reported event was confirmed. Upon analysis, the condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof (plastic optical fiber) potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure. An investigation has been completed to address visualization issues due to camera wire damage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the lab tried two different controller units, however, the spyscope ds ii would not turn on. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.